Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in delivery of inappropriate shock therapy. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in possession of the hospital and will be returned from the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.